Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 15433499/ 15438586, investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the spinal cord stimulator (scs) leads had multiple contacts that had impedances. The patient underwent a scs replacement procedure, was doing well post operatively and the explanted devices were kept by the facility.

Event description:
It was reported that the spinal cord stimulator (scs) leads had multiple contacts that had impedances. The patient underwent a scs replacement procedure, was doing well post operatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2218-50, serial: (B)(6), batch: 15438586, upn: m365sc2218500, UDI: (B)(4).